Event description:
Event description boston scientific received information that this transvenous atrial lead displayed varying impedance measurements, including some of which were out of range. The lead was explanted and replaced.